Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the guidewire stuck in the bone screw. A 1mm portion of the guidewire broke off in the bone screw. The piece was not removed as the surgeon felt that the piece of the guidewire was secured in the bone screw.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.